Event description:
Patient's mother contacted dexcom technical support (B)(6) 2014, to report cgm inaccuracy in the high direction on (B)(6) 2014. The patient's mother also reported insertion in the arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries.